Event description:
Clip was given to tech on sterile field, tech proceeded to test fire the instrument, and went to roticulate it, then device jammed. The instrument would not fire or roticulate. No pt injury. (Den 1007941).